Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he had a car accident due to low blood glucose levels. The customer's reading was 23 mg/dl. The customer was treated by emergency medical services with sugar water, and his reading went up to 73 mg/dl. However, by the time the customer got to the hospital, his reading was back down to 19 mg/dl. Customer stated that the low reading was not due to the insulin pump. Customer declined to speak with the helpline. Nothing was replaced or returned for analysis.